Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported to boston scientific corporation that a cold snare was visually inspected by the customer while stocking the facility shelves on (B)(6) 2024. During the stocking of the shelves, it was noticed that the device was open in the package and had some substance on it. There was no patient or procedure involved at the time of this event.

Event description:
It was reported to boston scientific corporation that a cold snare was visually inspected by the customer while stocking the facility shelves on (B)(6) 2024. During the stocking of the shelves, it was noticed that the device was open in the package and had some substance on it. There was no patient or procedure involved at the time of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device. Block h11: one cold snare was received for analysis. Visual and microscope inspection identified a foreign material in the loop. Also, there is a picture attached confirming the analyzed condition. A destructive test was performed to analyze the tip of the sheath inside, and it was found without any damage. No other device problems were noted. The reported event of "foreign material present in device" was confirmed since it was observed that e device returned, and it was found during visual and microscope inspection a foreign material in the loop. Also, there is a picture attached confirming the analyzed condition. A destructive test was performed to analyze the tip of the sheath inside, and it was found without any damage. It is concluded that the manufacturing process was capable to ensure there was no presence of foreign material at the time of manufacturing of the unit. As the foreign material predominantly resembles polyethylene-like materials, that is the same component of material of the working length, this failure will be considered a random component failure of the working length. Therefore, since it cannot be traced to a manufacturing deficiency or a design issue but rather relates to a random specific component failure, this issue will be classified as "cause traced to component failure".